Manufacturer narrative:
The insulin pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test, and the all operating current test. The pump was received with a minor scratched display window, a cracked display window corner, a crack at the display window corner, and a cracked reservoir tube lip. There was no broken piece from the reservoir tube or broken battery tube noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump included a minor scratched display window, a cracked display window corner, a crack at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she took the reservoir out and a piece of plastic fell out. Customer stated there is a crack on the screen. Customer had a severe drop in blood glucose 2 days ago on (B)(6) 2016. Customer stated that it happened gain and could not see. Customer stated that everything was blurry. Customer disconnected from the pump and her blood glucose was 39 mg/dl. Customer treated with snacks and glucose tablets. Customer's blood glucose began to go higher to 91 mg/dl and in the 100's mg/dl. Customer has not been using the pump since monday. Customer's current blood glucose is 142 mg/dl. Customer was experiencing low blood glucose only that monday. Customer was not admitted as an inpatient for medical treatment. Customer's blood glucose was 297 mg/dl earlier on (B)(6) 2016. Customer treated by bolusing with the pump. Customer threw away the original reservoir. Customer was advised to speak to her health care professional and monitor the pump is issues persist.